Event description:
It was reported that the patient presented to the hospital for a generator changeout. The patient's left ventricular (lv) lead exhibited intermittent capture and was noted to be programmed with an high output. The lv lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.